Manufacturer narrative:
The device history records for the sam 300p device were reviewed and this confirmed that all manufacturing, quality checks, tests had been successfully completed. The sam 300p last passed ¿out qat¿ from heartsine technologies on the (B)(6) 2011. Upon receipt, low battery fails were confirmed in the history log on the (B)(6) 2020 and (B)(6) 2020. The user would have been alerted with a ¿warning, low battery, device service required¿ prompt alongside a flashing red status led, as per the reported fault. Corrosion observed on the membrane tail and dirt on the usb contact collars would suggest the device had been stored outside of the indicated conditions. However, this could not be verified by other means as there was no corrosion observed on the device exterior, i.e. On the screws or other metal parts. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
There was no patient involved in this event, red led and device has a sizzle noise.

Event description:
There was no patient involved in this event, red led and device has a sizzle noise.